Event description:
It was reported that the patient presented with angina and an angiogram was performed and revealed a completely occluded left anterior descending (lad) artery. Therefore, during percutaneous coronary intervention (pci) pre-dilatation was performed with a semi-compliant balloon, then a 3x23mm xience alpine stent delivery system (sds) was advanced to the target lesion and the stent was implanted. However, a distal end dissection was noted. As a result, a 3x12mm xience alpine stent was implanted to treat the dissection. There was no adverse patient sequela.

Manufacturer narrative:
The device was not returned for analysis. The lot history record and exception reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent system (eifu), electronic instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.